Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set tape not sticking event on (B)(6) 2026, with the issue occurring in two infusion sets. No further information available.